Event description:
On (B)(6) 2025, the user was hospitalized due to high blood glucose (542 mg/dl), reportedly caused by improper supply hookup during a change on (B)(6) 2025. The daughter called 911, and the user was transported to the hospital. The user experienced vomiting and chest pains. The user was hospitalized from (B)(6) 2025 and discharged with bg levels brought back in range. The user reconnected the ilet on (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.